Manufacturer narrative:
Post market surveillance for med consumables. Although requested, patient demographics not provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported fluid leaking between the tubing and a nonbd connector while attached to a patient in the pnatl unit. There was no harm.